Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 20-nov-2015, an fse visited the customer to address the reported event. During servicing, the fse cleaned and lubricated the z-axis rod to correct the issue. They ran quality control (qc) and several patient without any any error messages. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was a dirty z-axis rod.

Event description:
On (B)(6) 2015, a customer reported z1-axis errors with their g8 analyzer. The customer did not have a spare sample needle but inspected the current one and did not find any deficiencies. The customer reported that they would get the error message while running capped samples. The customer is unable to run patient samples on hba1c diabetes assay. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.